Manufacturer narrative:
During service visit a beckman coulter field service engineer (fse) replaced the reagent probe a collar wash waste valve (solenoid valve) to resolve the issue. No further leaking was observed. Fse recalibrated and ran quality controls without errors. Instrument resumed operation. (B)(4).

Event description:
The customer reported a fluid leak from reagent probe a on their unicel dxc 600i instrument. The customer stated the leak was contained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.